Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges that the connector is broken during functional test.